Event description:
It was reported that during a laparoscopic gastric band procedure. The device would not work with the hand control, it worked with the footpedal. The case was completed with the footpedal. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.